Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure there was no phacoemulsification power with the handpiece. The staff retightened the tip and tried a new tip without success. The surgeon performed an extracapsular cataract extraction (ecce) without implantation of an intraocular lens. It was reported that the patient had a posterior capsular tear and an anterior vitrectomy was performed. The staff suspects handpiece may have been blocked. Additional information was requested and received.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on august 22, 2013. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).